Manufacturer narrative:
Additional patient codes also apply to this event: (B)(4).

Event description:
Additional information was reported by the consumer. It was further reported that the patient was rushed to the emergency room with complaints of severe pain, traveling from her legs throughout her entire body. Within a day, a malfunctioning pain pump was suspected and a company representative was notified for assistance. However, a company representative would not be available for at least twenty-four (24) hours. The patient was then seen by her pain management doctor, who determined the pain medication had "run dry". This finding was unexpected, not only because a refill was reportedly not due, but also because the alarms designed to signal a "low reservoir" volume had not sounded. It was further reported that the patient's device failed to provide therapeutic treatment. These failures sometimes resulted in a complete failure to deliver medication. The unpredictable delivery of medication caused the patient to experience "life threatening" withdrawal symptoms, and personal and severe injuries, due to the abrupt cessation of opiate medication into the patient's body. Such withdrawal symptoms included vomiting, shaking, diarrhea, sleeplessness, profuse sweating, and severe pain which required hospitalization to treat the symptoms. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving unknown medication via an implantable infusion pump. The indications for use were noted as chronic low back pain and non-malignant pain. Around (B)(6) of 2010, the patient went into severe pain. She was put into the hospital and initially they felt it was an embolism or a blood clot "or something". It turned out the pump had gone empty but there weren't any beeps. The reporter took the patient out of the hospital after suffering for two days because there wasn't a device manufacturer representative (rep) that could bring "it" on a weekend. The reporter then brought the patient to their health care provider (hcp) and it was reported the pump was in fact empty. They filled it up and the patient was then fine. No further information was provided. Additional information has been requested regarding what medications were delivered via the device system, the patient's pertinent medical history and the cause of the empty pump and lack of alarm but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare professional (hcp). On (B)(6) 2010, the pump delivered fentanyl (350 mcg/ml at 64.98 mcg/day) and clonidine (500 mcg/ml at 92.79 mcg/day). On (B)(6) 2010, the dose of fentanyl was increased to 100.1 and the clonidine to 142.87. The patient's concomitant medications were vicodin (10/500 mg) and loritab (10/500 mg) prescribed on (B)(6) 2010. The patient's medical history included inflammatory arthritis, avascular necrosis of bone, chronic pain, an intractable migraine. The patient was allergic to stadol. The hcp had no information regarding the patient being hospitalized due to the pump being empty. The (B)(6) 2010 clinic notes indicated that the patient had been recently admitted for dehydration, dysphasia and abdominal pain as well as low back pain. The patient needed to have a blakemore tub put in to expand her esophagus. An MRI of the lumbar spine was taken; this reporter did not have those results. The pump reservoir on interrogation revealed 37.6 cc in the reservoir; the intrathecal delivery was increased by 54%. At that time, the patient was instructed to follow-up in 3 months.